Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other clip delivery system referenced is filed under a separate manufacturing report number.

Event description:
This report is filed for single leaflet device attachment of the second clip (cds 71108u258). It was reported that this was a mitraclip procedure treating mixed, functional and degenerative, mitral regurgitation grade 3-4. Clip delivery system (cds0502/71004u152) attempted to grasp the anterior 3 leaflet (a3) and posterior 3 leaflet (p3) segment. During grasping attempts, the delivery catheter (dc) shaft had a curve, and it was difficult to grasp both leaflets due to this curve. Standard troubleshooting maneuvers were unsuccessful. The undeployed cds was removed without reported issue. Another cds (cds0502/71108u258) was used in replacement. After deployment of this clip, posterior medial leaflet detachment was observed (single leaflet device attachment-slda). Two mitraclips xtrs were implanted without reported issue and the mr was reduced to grade 1. There were no adverse patient sequela. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. Based on information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.